Event description:
According to the information, the tubing leading from pump was broken.

Manufacturer narrative:
An evaluation is pending, the decontamination of the component(s). An evaluation wil be forwarded upon completion.